Event description:
Additional information was received as follows: it was reported that the patient had a follow-up cat scan which showed a proximal type I endoleak. The endoleak was due to lack of / short aortic neck. The patient will be monitored. Review of additional films showed that an endurant aortic cuff had been implanted and was positioned just above the bifurcate; distal to the renals. The maximum diameter of the aaa measured 6.6cm. There was contrast seen in the sac which may be from a proximal type I endoleak. The proximal neck was short and reverse funnel shaped. The neck diameter just below the renals was 30 x 34mm; 1cm lower measured 34 x 36mm, and 2cm lower measured 38 x 53mm. Thrombus was seen lining the ID of the cuff, bifurcate aortic body, and ipsilateral limb extension. The cause of the thrombus could not be determined. The cause of the proximal type I endoleak may be due to the short and conical neck.

Manufacturer narrative:
(B)(4). Evaluation, method: other (film). Results: inherent risk of procedure (stent graft occlusion); lack of information (unknown cause of thrombosis). Conclusion: known inherent risk of procedure (stent graft occlusion); other - lack of information (unknown cause of thrombosis).